Event description:
The pt's friend reported that the pt is experiencing withdrawal symptoms and the pump has been alarming for two weeks. Specific symptoms were not reported. A follow-up report will be sent if add'l info becomes available to us.